Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs lead exhibited high impedance. Consequently, the dr decided to replace the lead. Postoperative, the system impedance checked within normal limits and the pain relief was good. The issue was resolved, the patient was well again.

Manufacturer narrative:
During the processing of this incident attempts were made to obtain complete device information.